Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/01/2010 and 07/22/2010 by mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "defective" (defective item [iol (intraocular lens) implant]). A user facility reported that an intraocular lens (iol) was defective. Pt impact remains unk. Add'l info has been requested.